Manufacturer narrative:
Inspection of the returned bezel assemblies confirmed one or more separated bezel bosses. The pump modules were returned to bd for something other than a separated bezel post however, during inspection of the device, one separated bezel boss was noted. Previous investigations have shown that this failure mode can lead to either an under or over infusion, failure to alarm for occlusion, or a motor stall condition depending on how the bezel sits when the door is closed. The issue with the separated bezel bosses has been risk assessed via risk assessment (ra) dir: (B)(4). A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
This file is to document the separated bezel bosses on devices that were returned for repair due to an external lower hinge crack. There was no report of patient involvement.